Event description:
The customer reported a downward shift (from 0.54ng/ml to 0.30ng/ml) in cardiac troponin (accutni) quality control (qc) results associated with two accutni reagent packs on an access 2 immunoassay system. It is unknown what qc material was used at the customer site. The customer removed the reagent packs from the instrument and discovered an "impurity." No patient results were supplied by the customer or communicated as potentially erroneous. Therefore it is inferred that no patient results were affected by this event. The customer stated that qc for other assays run on the access 2 immunoassay system did not have any issues. As no patient results were communicated by the customer as being involved in this event, it is inferred that no patient results were affected, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Beckman coulter inc. Assessment of a customer supplied photo indicated that the alleged impurity appeared to be paramagnetic particles that were not in suspension. The suspect reagent packs were requested to be returned to beckman coulter inc. Customer product line support for further investigation, but have not been received to date. A definitive root cause for this event has not been determined to date.